Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed, chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. After a non bsc guide wire crossed the lesion, a 4.0mm x 40mm x 75cm mustang¿ balloon catheter was advanced for predilation of the lesion. The balloon was inflated to 18 atmospheres for 30 seconds on the first inflation however, it ruptured at 18 atmospheres after being inflated for 20 seconds on the second inflation. The device was completely removed from the patient. The procedure was completed with a 4mm x 40mm non bsc balloon catheter and implantation of a 10mm x 69mm wallstent. Post dilation was performed using an 8mm x 40mm mustang balloon catheter. No patient complications were reported and the patient's status was good.